Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient forgot to put their ipg in surgery mode before they underwent an unrelated surgical procedure over 10 weeks ago. As a result, their iipg can no longer communicate with their programmer due to it being inoperable. Troubleshooting was performed but was unsuccessful.

Event description:
Further follow-up indicates the patient had surgical intervention on (B)(6) 2019, during which the ipg was replaced. Issue was resolved and therapy has been restored.